Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade iii." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Necrosis: unable to observe as it is a medical event not related to the device. Wound dehiscense: unable to observe as it is a medical event not related to the device. Additional observations: crease is observed. One opening on anterior side assessed as surgical damage. White particles were observed on the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade iii.", "wound dehiscence" and "wound necrosis". Device has been explanted.

Event description:
Healthcare professional reported additional events of wound dehiscence and wound necrosis. Device has been explanted.

Manufacturer narrative:
The events of wound dehiscence and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.